Event description:
The facility's hosp rep reported an infusion pump with a failure code 810:02, that did not occur during an infusion. The hosp rep stated that they have no record of any pt incident involving the pump since the last baxter service event. Baxter requested additional contact info, but no additional contact was identified.